Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that 2 bd angiocath¿ IV catheter(s) were opened, therefore had a sterile breach. There was no report of exposure, injury or medical intervention.

Event description:
It was reported that 2 bd angiocath¿ IV catheter(s) were opened, therefore had a sterile breach. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: photos or samples are not available for analysis. Our quality engineer was unable to verify the reported complaint. DHR review: a review of the device history record was completed for final product catalog #388336 lot 7269752 manufactured from 26-sep-17 to 27-sep-17 in multivac m855 package machine. This lot was reviewed regarding the following tests: - adhesive transfer test, which is evidence through mark of the sealing film, the adhesiveness of the paper was transferred to the bottom web, assuring the sealing of the product; - packaging leakage test, which is a test that challenges the integrity of the sealing, as the holes, sealing channels or any other breach of the sealing that could compromise the sterilization of the product; width and sealing test, which evaluates the parameter according internally specified that the width of the seal should be greater than 3.2 mm also were all within specifications. All parameters of the sealing machine were within that specified for the claimed lot. Based on this analysis, no records were found that could lead to the incident in question. Besides to the fact that have not been found records that could cause this complaint during the analysis of device history record, of non-conformities and corrective maintenance history, without samples or photos for analysis, it is not possible to confirm the defect reported in this complaint.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.

Event description:
It was reported that 2 bd angiocath¿ IV catheter(s) were opened, therefore had a sterile breach. There was no report of exposure, injury or medical intervention.